Manufacturer narrative:
Additional data: h10 this supplemental report is being submitted to retract the previous initial MDR report for a false positive , additional information provided by the customer confirmed that user was not alleging any false results with our product.

Event description:
The consumer reported a unconfirmed false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. Consumer stated he was vaccinated. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.